Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the manufacturing representative (rep) stating that the cause of the solitaire resistance and apro catheter collapsing is unknown.

Manufacturer narrative:
Continuation of d10: product ID sfr4-6-40-10 (b501132); product type: ; implant date n/a; explant date n/a ,product ID sfr4-6-40-10 (b562040); product type: ; implant date n/a; explant date n/a product ID apro-70-132 (ma23-039); product type: ; implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report regarding an apro catheter collapse, another apro catheter encountered resistance and two solitaire stents encountered resistance and damage.  The patient was undergoing surgery for treatment of an ischemic stroke in the right m1. The baseline and post procedure condition scores (nihss, mrs, and tici) are unknown. It is unknown if intravenous tissue plasminogen activator (tpa) was contraindicated. The number of passes taken with the device are unknown. It was noted the patient's vessel tortuosity was minimal. It was reported the patient infarcted the area of concern as a result of this event. It was reported that on the 3rd or 4th pass the first apro catheter collapsed under vacuum and had to be removed. The physician went back in with another apro catheter and solitaire.  The second apro catheter was placed at distal right internal carotid artery (ica), phenom fg15160-061501s placed past the clot in right m1, the wire was removed, the first solitaire 6x40 (lot #b501132) would not exit the protective sheath and enter the apro catheter, that device was removed, the second solitaire 6x40 (lot #b562040) advanced to the clot and upon removal of the solitaire from apro had resistance and the solitaire was damaged severely. It was reported catheter resistance occurred during the delivery process of the procedure with the first solitaire (lot #b501132).  The vessel was not tortuous. There was resistance at the sheath and at the catheter hub. The rhv was loose during delivery. The sheath was secured in the hub of the microcatheter.  It was reported the second solitaire (lot # b562040) encountered resistance during retrieval. The vessel was not tortuous. There was resistance in the proximal section of the catheter. The solitaire (lot # b562040) was damaged during the procedure in the proximal end. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Ancillary devices include a zoom 0.088 sheath, phenom 160 cm 0.027 microcatheter, and aristotle 0.024 guidewire.

Manufacturer narrative:
Corrected information regarding clot in b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the solitaire wasn¿t the cause of infarct. The clot caused the infarction.